Event description:
The facility representative reported to baxter (B)(4) an interlink buretrol solution set that had tubing disconnected from the solution set column. It is unknown when or in which care area this event occurred. There was a patient involved; however, there was no report of patient injury or medical intervention required in association with this event. There is no additional information available.

Manufacturer narrative:
(B)(4). Device evaluation:an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of tubing disconnection. The top cap was found to have broken off in the port where the tubing is assembled.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.